Event description:
It was reported a patient underwent an atrial fibrillation (afib) cardiac ablation procedure utilizing a qdot micro¿ catheter and ngen generator, and the patient experienced an esophageal fistula and required hospitalization for surgery. Patient has died. The patient presented with not being able to swallow and transferred to a facility and was evaluated for an esophageal fistula, which was later confirmed via a CT scan. The patient began losing motor skills and it seemed like they had a stroke but would then recover. The patient was scheduled in the operating room to have it repaired via the left atrium. During surgery, it was noted that there was a pin size hole in the posterior aspect of the left atrium. The physician attempted to suture and when trying to come back on the pump, the left pulmonary vein "blew¿, and the patient was not able to recover and died. Additional information received. Sore throat, trouble swallowing, CT air in pericardium, right side paralyzed that resolved. Went for surgery to repair posterior wall. Extended hospitalization by two days. Physician¿s opinion on the cause is patient condition of atrial fibrillation.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2023-02516 for the unk_ngen rf generator.